Manufacturer narrative:
Evaluation summary: the customer's reported condition of the infusion pump turning itself on and off was confirmed. The root cause determination was that the front bezel short circuits caused the intermittent power on by itself. The front bezel has been replaced and test per procedure.

Event description:
The facility reported that the device turns itself on and off. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.